Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g5. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® sst¿ there was abnormal additive form on 4 tubes. There were no health consequences or impacts reported.

Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes. Returned to manufacturer on: 27-aug-2024. Investigation summary: bd received 8 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a definitive root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® sst¿ there was abnormal additive form on 4 tubes. There were no health consequences or impacts reported.